Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was not given. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.